Manufacturer narrative:
Additional information received from the clinical specialist indicated that the patient's international normalized ratios(inr's) were therapeutic at the time of the reported event. He presented to the emergency department with low pump powers and "low flow" alarms; and complaints of lightheadedness and headache. Log files confirmed pump flows of 0.9 lpm. The patient was treated with tissue plasminogen activator (t-pa) on (B)(6) 2015 with no change in pump flows. He was subsequently taken for pump exchange. The patient was last reported to have been discharged and was doing fine at last clinic visit. Investigation is ongoing. Per the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files revealed a sustained decrease in estimated flow and power consumption starting prior to the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination, functional testing, and dimensional verification. Independent pathology report revealed evidence of peri-explant thrombus (uncertain original location of the thrombus) within the pump, thus the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient underwent pump exchange as a result of suspected pump thrombus. A new pump was implanted. The patient is reportedly stable post exchange. Investigation is ongoing.